Manufacturer narrative:
(B)(4). Concomitant medical products: 178541 - cps centering sleeve 19mm ¿ 957050, 178512 - cps nut co-cr-mo alloy ¿ 099480, 150483 - oss segmental stacking adapter ¿ 489440, 150411 - oss tibial poly bearing 14mm ¿ 738320, 150476 - oss poly tibial bushing ¿ 195890, 150478 - oss poly lock pin ¿ 367520, 151838 - oss 5cm tapered diaph segment ¿ 703180, 178711 - cps/oss 5cm tpr adapt w/oss sc ¿ 099520, 161093 - oss seg dstl fem 8.5cm lt ¿ 550570, 178558 - cps short anchor plug 16mm ¿ 671460, 178365 - cps sm sht spdl w pins 400lbf ¿ 885870. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the issue is attributed to patient's non-compliant activity post-operation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019 -02391 -1, 0001825034 2019 -04806.

Event description:
It was reported that the patient underwent knee revision approximately 3 weeks post implantation due to bone fracture.